Event description:
The manufacturer service technician reported that the device was found to have unintentional run-on while it was being serviced at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.